Event description:
Boston scientific received information that during a follow up visit, this right ventricular (rv) defibrillation lead exhibited loss of capture. A chest x-ray was performed and revealed that the lead had dislodged. A revision procedure was then performed and the lead was successfully repositioned with normal measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular (rv) defibrillation lead was successfully repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.